Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided.

Event description:
The facility contacted baxter canadian technical services to report a 2 luer continu-flo solution set where "the primary set ?drawing? From the secondary, resulting in chemotherapy backflow back into the primary. This resulted in longer infusion time, as when problem was noted, both bags had to be administered to ensure chemotherapy given?" The malfunction was reported to have occurred during infusion. There was a patient involved and there was a delayed treatment time due to the incident. However, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore, the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted.